Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test and found reservoir no leakage anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had leaks. She filled it and the end won't come off. The black rings twisted with the plunger and the plunger did not come off and some insulin leaked. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.